Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium an air flowed back into the side port issue occurred. The physician noticed a bubble in the clear hub on the vizigo sheath. The physician had tried to remove the bubble by aspirating the flush line on the sheath, without resolution. The procedure was continued, but it was unknown how the procedure was continued, or if the bubble issue was resolved. The reporter reported no patient injury. The event was assessed as MDR reportable as air flowed back into the side port.

Manufacturer narrative:
The device evaluation was completed on (B)(6)-2021. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium an air flowed back into the side port issue occurred. The physician noticed a bubble in the clear hub on the vizigo sheath. The physician had tried to remove the bubble by aspirating the flush line on the sheath, without resolution. The procedure was continued, but it was unknown how the procedure was continued, or if the bubble issue was resolved. The reporter reported no patient injury. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. The returned sample was connected to cool flow pump and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the instructions for use: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on(B)(6)-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium an air flowed back into the side port issue occurred. The physician noticed a bubble in the clear hub on the vizigo sheath. The physician had tried to remove the bubble by aspirating the flush line on the sheath, without resolution. The procedure was continued, but it was unknown how the procedure was continued, or if the bubble issue was resolved. The reporter reported no patient injury. The video investigation was completed on 5/13/2021. As per the video provided, it can be observed a small bubble in the hub of the device. A manufacturing record evaluation was performed for the finished, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the video analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000879507 initially in the 3500a initial report under "h. Device manufacturers only" section it was reported that "device evaluation was anticipated, but not yet begun". During an internal review on 5/11/2021, it was noted that the following information was should have also been included under h10. Additional manufacturer narrative: ¿the product has not returned for analysis, however, a video was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿